Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement surgery, physician noted that this right ventricular (rv) lead exhibited high pacing thresholds. As this patient is pacemaker dependent, it was decided, during the same surgery, to surgically abandoned this rv lead and implant a new one. No additional adverse patient effects were reported.